Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician additionally reported "3 siliconomas near to armpit." This relates to the right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture diagnosed by MRI. Unknown side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: silicone migration: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Physician reported rupture diagnosed by MRI. Later pain, "siliconoma near armpit" and ¿liver cysts" (not device-related) were reported. This relates to the right side. Device has been explanted and replaced

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: no observed rupture on the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported rupture diagnosed by MRI. Later pain, "siliconoma near armpit" and ¿liver cysts" were reported. This relates to the right side. Device has been explanted and replaced.